Event description:
Follow up information received identified the patient's scs system lead was revised/repositioned and coverage was resumed to his painful areas.

Event description:
It was reported the patient's scs lead migrated due to the patient falling approximately a month ago. The patient saw their physician who confirmed the lead had migrated. Surgical intervention may be taken to address the issue.